Event description:
Non-delivery reported. The pump was set to infuse a 3 in 1 tpn/lipids solution at an unspecified rate. A new container was started at 8pm. Several hours later on the night shift it was noted that the IV container was still full. There were no visible occlusions present. The display had incremented as if delivery had occurred. The tubing was re-positioned within the pump and the infusion was resumed. Delivery then occurred as expected. No adverse pt effects were reported. No add'l info was availble. The specific device involved in the event remained in use. The serial number was not recorded.